Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through normal density tissue, the needle was allegedly bent. It was further reported that the physician allegedly pulled out the needle with strong force from patient. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one magnum biopsy needle was received for evaluation which appeared to be clean. During visual evaluation, it was noted that the device was received with the sample notch exposed. Further, the needle and sample notch were noted to be bent and no other visual anomalies were noted to the device. The functional testing was not performed, due to the nature of the complaint. Therefore, the investigation is confirmed for the reported needle bent as the sample notch and the needle of the device was noted to be bent. However, the investigation is inconclusive for the reported difficult to remove as the condition of the use could not be replicated. A definitive root cause for the needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.   H10: d4 (expiration date: 08/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 08/2024). Device pending return.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through normal density tissue, the needle allegedly bent. It was further reported that healthcare provider allegedly pulled out the needle with strong force while removing from the patient. No coaxial was used. The procedure was completed by using another device. There was no reported patient injury.